Event description:
It was reported that the flow rate was too fast. No adverse clinical effects were noted. The device has not been returned for evaluation.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The sample has not been received, but was reported to be available for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. A review of the lot history indicated it was the only complaint for fast flow for this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.